Event description:
4 fr fogarty catheter balloon would not inflate upon test prior to use in patient; after first malfunction, removed from field, opened second catheter and same issue occurred. Second catheter again removed from field. This report is for the second catheter.